Event description:
The surgeon reported a corneal burn during the phacoemulsification of a very dense cataract. The incident is believed to have occurred very early in the procedure. Stitches were required to close the incision. Current information on the pt is not available at the time of this report.